Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and thrombosis occurred. The target lesion was located in a fistula of the brachiocephalic vein. An 8.0 x 60, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured laterally. The balloon was trapped and simple resheathing with 6 and 8 fr was performed but failed. Resheathing with antegrade and retrograde snaring was done but failed as well. A vein dissection was then performed and the trapped balloon was completely removed. Subsequently, thrombosis was noted at the brachiocephalic fistula but it was not treated because the fistula was lost. A permcath was then inserted. The procedure was not completed because of the complication itself. No further patient complications were reported and patient's status was excellent.

Manufacturer narrative:
Device evaluated by MFR: two sections of the device were received for analysis. One detached section was approximately 62mm in length and comprised of balloon material, the device¿s distal markerband and device tip. The second section was approximately 146mm in length and comprised of balloon material, the balloon bond, the proximal markerband and shaft. The balloon was received in two different sections. Blood was observed within both sections of the balloon. The separation occurred at the point of a complete circumferential tear approximately 45mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination of the balloon material identified no other damage or issues with the balloon material that could have contributed to the complaint incident. The distal tip was observed to be flared. This type of damage is consistent with the device being unable to advance past a restriction. Both the proximal and distal markerbands were examined during the investigation. No issue was observed with the markerbands of the device which could have contributed to the complaint incident. One section of the shaft was returned for analysis. The shaft inside the balloon was observed to be severely kinked. This type of damage is consistent with excessive force being applied to the delivery system which may have occurred when difficulty was encountered removing the device. The shaft was lacerated at 60mm proximal to the proximal edge of the proximal markerband. An examination identified no issues with the returned shaft that could have contributed to the complaint incident. The proximal portion of the lacerated shaft and hub were not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and thrombosis occurred. The target lesion was located in a fistula of the brachiocephalic vein. An 8.0 x 60, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured laterally. The balloon was trapped and simple resheathing with 6 and 8 fr was performed but failed. Resheathing with antegrade and retrograde snaring was done but failed as well. A vein dissection was then performed and the trapped balloon was completely removed. Subsequently, thrombosis was noted at the brachiocephalic fistula but it was not treated because the fistula was lost. A permcath was then inserted. The procedure was not completed because of the complication itself. No further patient complications were reported and patient's status was excellent.